Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a breathing system leak at o2 cell socket and seals on flow sensor assembly. The o-ring and seals were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak, discovered during preuse checkout. There was no report of patient involvement.